Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by tandem technical support to perform various troubleshooting steps in order to complete a system check. And no issues were identified. Reportedly, the customer adds or removes insulin outside the load sequence. The customer was educated that this is off label use. Ultimately, the customer was advised to replace supplies and continue insulin therapy.